Event description:
Approximately one month after the procedure, thrombus was found in the two implanted cypher stents and into a previously disease free vessel. After treatment, the patient went into shock the following day and died.